Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement: passed. Pairing test/download: failed ¿ not found. A review of the share log was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).